Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient could only get 2 coupling bars between the recharger unit and the implantable neurostimulator (ins). An x-ray was taken which confirmed that the ins was flipped (upside down in the pocket). On (B)(6) 2014 the patient was taken to the or, an incision made, and the ins battery taken out and checked with the recharger and clinician programmer. The ins was then re-implanted correctly. There were no reported patient symptoms or complications associated with the event. The patient was reported as receiving effective therapy. If additional information is received, a follow-up report will be sent.